Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number.

Event description:
Pt with hallux surgery of the right foot was treated with 5 stainless steel screws. A few weeks postop, pt presented with allergic reaction. Three months postop the screws were removed. This is the 2nd of 5 reports submitted on this event.